Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving remodulin (concentration unknown at a daily dose of "6.796") via an implanted infusion pump. The indication for use was unknown. It was reported that on (B)(6) 2018, the patient went to the emergency room (ER) hearing the critical alarm. Pump interrogation in the ER showed numerous motor stalls starting (B)(6) 2018 through (B)(6) 2018. The stalls lasted from several hours to over 1.5 days. The patient didn't hear the alarm until 1am on (B)(6) 2018. While in the ER, the principle investigator (pi) couldn't hear the alarm unless the room was silent. The site reported the alarm was not very audible. The patient reportedly had a return of remodulin dosing symptoms upon receiving drug from an external line, such as flushing and severe nausea to the point of vomiting. Additional information received on 2018-mar-23 indicated the patient first heard the alarm on (B)(6) 2018 at 12:15am (note: this conflicts with the previous report that the patient heard the alarm at 1am). The patient was hospitalized on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and the outcome was unresolved with further actions planned. It was noted that the patient was still in the hospital. No further complications were reported or anticipated. Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the cause of the motor stalls was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study and a manufacturer representative indicated the event date was updated to (B)(6) 2018 (note: this conflicts with the previous report that the event date was (B)(6) 2018). It was noted that a system modification to replace the pump occurred on (B)(4) 2018 due to pump failure, and during the procedure the pump was explanted and replaced with another pump. Pump interrogation was abnormal and showed multiple motor stalls that began on (B)(4) 2018. A remodulin intravenous (IV) was initiated. The outcome was noted as unresolved, and no further actions or treatment was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump determined it was used to deliver remodulin (10.0mg/ml at 0.062 mg/day).

Event description:
Additional information was received from a manufacturer representative via return paperwork on 2018-mar-22. It was reported that the event date was (B)(6)2018 (note: this conflicts with the previous report that the event date was (B)(6)2018). It was indicated that the patient recovered without sequelae following the device removal.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. H3: the catheter was returned, and analysis found "no significant anomaly." Results code 3233 no longer applies and instead results codes 180 and 925 apply. H6: conclusion code 11 no longer applies and instead conclusion code 75 applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-08796 [pump failure, hospitalization, symptoms] was previously reported. Any additional information received regarding that event will now be reported under this manufacturing number 3004209178-2018-06384 [multiple motor stalls and recoveries].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study on (B)(6) 2018. It was reported that the fever was a symptom of the patient's tracheitis,and the tracheitis was due to the rhino virus. The patient described that they thought they heard beeping or a siren like noise prior to (B)(6) 2018. The patient would ask their family and they just blew it off like the patient was hearing things. It was noted that the patient's house was not very quiet as the television is on most of the time and the family is in and out of the house. The patient found it difficult to hear the alarms. It was noted that this happened approximately 2 to 3 times until (B)(6) 2018. It was noted that the patient was hospitalized from (B)(6) 2018 until (B)(6) 2018. The outcome of the event resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined that the previously reported information [it was reported that the patient had an implant on (B)(6) 2018, and woke up on (B)(6) 2018 with a fever. The patient went to the emergency room and had a temperature of 38.7 degrees celsius. It was noted that per protocol, a low grade fever was expected in a 48 hour timeframe. It was indicated that the event was related to the implant procedure, and the event was serious. The patient's blood tests were abnormal, with the white blood cell (wbc) noted as increased at 11.5. Echocardiogram (ECG) and chest x-rays were normal for the patient. The event resulted in inpatient hospitalization on (B)(6) 2018, and a cefepime IV was initiated. The event was unresolved with further actions/treatment planned. Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the patient's baseline weight was (B)(6). It was stated that system modification to replace the pump occurred on (B)(6) 2018 due to pump failure. The pump was replaced with pump serial # (B)(4). It was noted that there was nothing to suggest a wound infection from the system modification procedure on (B)(6) 2018. The patient tested positive for rhino virus. Upon discharge the patient temperature was 36.8 degrees celsius and the patient felt well. The event was not updated to not related to the procedure( it was noted to not be related to system modification procedure.) The patient's blood tests were abnormal (rhino virus). The patient was in the hospital (inpatient hospitalization) from (B)(6) 2018 until (B)(6) 2018. Cefepime intravenous (IV) was initiated and cefepime IV was discontinued. The outcome of the event was noted to have resolved on (B)(6) 2018. No further complications were reported/anticipated.] Pertaining to and was previously reported in manufacturer's report # 3004209178-2018-08796 (rhino virus due to system modification procedure). Additional information regarding the rhino virus related to system modification procedure will be reported under manufacturing number 3004209178-2018-08796 and will no longer be reported under this manufacturing report [3004209178-2018-06384]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated per hospital records, the patient had a fever and went to the emergency department. It was noted that during the hospital stay the patient tested positive for rhino virus on (B)(6) 2018. It was noted that on (B)(6) 2018 the patient was diagnosed with tracheitis. It was reported that the fever was a symptom of the patient's tracheitis, and the tracheitis was due to the rhino virus. No further patient complications were reported.